Manufacturer narrative:
Additional information: received serial number and added to section d. D2-phakic intraocular lens, product code: mta, d4-model#- vicm5_13.2 -11.00, serial # (B)(6), expiration date: 30-sep-2026, UDI# (B)(4). D6a. (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced visual disturbances and patient discomfort. Medical management was performed. The lens remains implanted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.